Manufacturer narrative:
Evaluation summary: customer report of calcification was confirmed, and probable cause of regurgitation was visually observed due to a gap in the central coaptation region. X-ray demonstrated moderate calcification on leaflet 2, minimal calcification on leaflets 1 and 3, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 on the inflow aspect and 5mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. A gap was observed in the central coaptation region. As received, 10% of the sewing ring cloth had been cut, and suture was left around the sewing ring. Method:x-ray, appropriate code not available result: patient reaction effected condition of device additional manufacturer narrative: this device, when received, was originally reported as an asr model and handled as such. No patient or device s/n had been provided. However, after the evaluation was completed, the device was disabled for the serial number in order to identify the device and the patient in our implant patient registry. It was at that time, the device was determined to be an MDR reportable device and handled appropriately. The device history record (DHR) review is in process. Customer report of calcification was confirmed. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, no patient medical history has been made available. If new information is received, a follow up MDR will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards has learned that a 29mm mitral pericardial valve was explanted and replaced with a 29mm model 6900 device due to mitral regurgitation secondary to calcification. Device was returned for evaluation. Permission was given to dismantle the device for serial number. The device was subsequently dismantled for the serial number. The patient, implant date and model device were identified in our implant patient registry. The implant duration was (6) years, eleven (11) months, and seventeen (17) days.